Event description:
A proximal segment of the atrial lead was returned to the manufacturer (post mortem) for analysis and subsequently tested out of specification during manufacturer's analysis. There is no allegation that the death was device related. Cause of death has been requested but not received.